Manufacturer narrative:
Internal complaint reference (B)(6).

Event description:
It was reported that, after a tka surgery, the patient has broken his hinge mechanism twice, first time approximately after 4 years ((B)(6)), second time a few months after ((B)(6)). It is stated that the mechanism is now fused.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a patient with a malunion underwent revision due to the ¿patient has broken his hinge mechanism twice, the first time approximately after 4 years¿. The requested medical documentation has not been received as of the date of this medical investigation and the current patient status is unknown. Without the requested clinical documentation, the root cause of the reported events could not be further assessed. The patient impact beyond the reported broken hk mechanism in the presence of a malunion and subsequent revision could not be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, excessive forces applied to implant or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: case (B)(4).